Event description:
"Follow up CT showed stent graft kinked, not lying cylindrical in the aorta. See films. Patient not symptomatic and aneurysm not perfused. It is still excluded." Patient outcome: "patient is fine so far. "

Event description:
"Follow up CT showed stent graft kinked, not lying cylindrical in the aorta. See films. Patient not symptomatic and aneurysm not perfused. It is still excluded." Patient outcome: "patient is fine so far. "